Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega needle driver involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the customer reported complaint. The instrument was found to have a broken grip cable at the proximal clevis cable hole. There was no damage found on the proximal clevis cable hole. Further evaluation was performed, and the instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Failure analysis also found signs of corrosion on the instrument grip input disk bearings and excessive amount of dried residue around the clamping pulley cable grooves. Improper cleaning during reprocessing most commonly causes these failures. The instrument was received with 10 uses still remaining. The instrument was never installed/used. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported because the broken pitch cable found during failure analysis. This instrument is designed with two pitch cables. Each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although there was no patient harm reported/no patient involvement, if the failure mode were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during central processing, the mega needle driver was found to have a broken cable. There was no report of patient involvement. Intuitive surgical, inc. (Isi) attempted to contact the reporter to obtain additional information. However, as of the date of this report, no more information has been provided.